Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized on (B)(6) 2015 for their blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. It was reported the customer experienced nausea and keytones due to their blood glucose. The customer was released from the hospital on (B)(6) 2015. The mother reported a bent sensor cannula and inaccurate readings with the sensor. Troubleshooting was not completed as the customer was not present. The sensor will not be returned for analysis.